Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with stripped battery cap(p) coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident and other blood glucose is 250 mg/dl. The customer did not provide details regarding symptoms and treatment of low blood glucose. Customer states battery cap will not come off. Customer states they are unable to remove the battery cap on their insulin pump. The insulin pump will be returned for analysis.